Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not power up using the original power supply. The power supply was tested and was found to be out of electrical specification.

Event description:
It was reported by the patient's spouse that the previously working remote monitor was no longer receiving power, and that the monitor was interrupting the phone lines. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's spouse that the remote monitor was no longer receiving power, and that the monitor was interrupting the phone lines. The monitor was replaced. No patient complications have been reported as a result of this event.